Manufacturer narrative:
A trumpf medical service technician inspected the light and found the spring arm had a damaged circlip. The service technician replaced the circlip with a new fixation kit to resolve the issue. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components. A review of the product's service history indicates that an inspection was performed on 02may2017 as a part of the FDA correction # (B)(4) and the snap ring was noted to have been seated correctly.

Event description:
A gap was found between the spring arm and central axis on a trumpf medical trulight surgical light system. No patient or caregiver impact reported.